Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent plif(posterior lumbar interbody fusion) at l3/5 due to unknown reason. Post-op, the screws on the right side of l3/4 may have deviated to the lateral side. It was planned to replace the two screws, but no information available of revision surgery right now. There was no delay in overall procedure time. Patient complications are unknown at this time.